Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (unknown dose and concentration) via an implantable pump. On this report date, the manufacturing representative received a report of multiple cases of anchor dispenser issue; the physician notified them of multiple cases (about 20) of issues with the anchor dispenser during catheter implant that had occurred in the past 12-18m, the physician encountered resistance during anchor dispensing and in many cases the anchoring system curled. This was also reported as, difficulties with anchor dispensing tool (catheter problem). It was noted that this was likely to have happened because of friction or insufficient play with the dispenser tool. The actions/interventions taken in many cases was replacement of the anchor and anchor dispenser. The event occurred during a procedure and did not involve a patient, it was noted that the patients did not have any problem related to these events. It was unknown as to what may have led or contributed to the issues. The physician was not satisfied. No diagnostics/troubleshooting were performed. The products were discarded by the customer. At the time of this report, the issue was not resolved.